Event description:
It was reported that during a pm the camera on the 9900 system was damaged. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The camera was replaced during the service call. The system was tested and found to be working as intended, and put back into service. (B) (4).